Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sensing the minute ventilation signal on the right atrial channel, which led to inappropriate atrial tachy response episodes. The ra impedance was stable, except for three isolated increases in (B)(6) 2021 (still within normal expected range). Technical services recommended additional troubleshooting of the lead. The ICD and ra lead remain in service and no adverse patient effects were reported.